Manufacturer narrative:
Additional/further update/testing for product analysis was required by product analysis lab. Updated complaint conclusion: as reported, the ¿atraumatic tip¿ of a 6f-7f mynxgrip vascular closure device (vcd) was stuck on an unknown stent. After removing the device, manual compression was done. The issue occurred during the process of putting the device into the patient's body. There was no reported patient injury. The device was used for an interventional peripheral procedure using a retrograde approach. The user was mynx certified. An unknown 6f sheath was used with the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was severe tortuosity and severe peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There was no other damage to the device noted. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was returned for analysis. A non-sterile mynxgrip vascular closure device (vcd) 6f/7f was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock open. The sealant was observed covering the balloon¿s proximal tip. The advancer tube remained inside the outer cartridge tubing. The returned device¿s atraumatic wire¿s distal tip was observed damaged. It was reported by the facility that ¿the ¿atraumatic tip¿ of a 6f-7f mynxgrip vcd was stuck on the unknown stent.¿, which may have caused the damages in the atraumatic wire distal tip of the returned device. Per functional analysis, an applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product, and the returned device was able to be inserted/advanced through the lab introducer sheath without issue. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported failure could not be made. Per microscopic analysis, visual inspection at high magnification showed that the returned device¿s atraumatic wire¿s distal tip was damaged/bent as received. A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inability to advance in sheath¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively be determined. The returned device performed as intended, even though the white tube tip was damaged, and was able to be advanced into a sample sheath. Review of the information provided suggest that patient factors such as severe tortuosity, peripheral vascular disease with calcium at the insertion site along with a stent, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, confirm via femoral arteriogram or venogram that there is no evidence of significant pvd in the vicinity of the puncture. The IFU also warns users that the safety and effectiveness of mynxgrip have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture, or patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery or vein. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported, the ¿atraumatic tip¿ of a 6f-7f mynxgrip vascular closure device (vcd) was stuck on an unknown stent. After removing the device, manual compression was done. The issue occurred during the process of putting the device into the patient's body. There was no reported patient injury. The device was used for an interventional peripheral procedure using a retrograde approach. The user was mynx certified. An unknown 6f sheath was used with the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was severe tortuosity and severe peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There was no other damage to the device noted. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was returned for analysis. A non-sterile mynxgrip vascular closure device (vcd) 6f/7f was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock open. The sealant was observed covering the balloon¿s proximal tip. The advancer tube remained inside the outer cartridge tubing. The returned device¿s atraumatic wire¿s distal tip was observed damaged. It was reported by the facility that ¿the ¿atraumatic tip¿ of a 6f-7f mynxgrip vcd was stuck on the unknown stent.¿, which may have caused the damages in the atraumatic wire distal tip of the returned device. Per functional analysis, an applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product, and the returned device was able to be inserted/advanced through the lab introducer sheath without issue. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported failure could not be made. Per microscopic analysis, visual inspection at high magnification showed that the returned device¿s atraumatic wire¿s distal tip was damaged/bent as received. A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inability to advance in sheath¿ was confirmed during analysis of the returned device due to the condition in which the device was received. The exact cause of the reported event could not be conclusively be determined. The returned device performed as intended, even though the white tube tip was damaged, and was able to be advanced into a sample sheath. Review of the information provided suggest that patient factors such as severe tortuosity, peripheral vascular disease with calcium at the insertion site along with a stent, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, confirm via femoral arteriogram or venogram that there is no evidence of significant pvd in the vicinity of the puncture. The IFU also warns users that the safety and effectiveness of mynxgrip have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture, or patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery or vein. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the ¿atraumatic tip¿ of a 6f-7f mynxgrip vascular closure device (vcd) was stuck on the unknown stent. So, after removing the device, manual compression was done. The issue occurred during the process of putting the device into the patient's body. There was no reported patient injury. The device was used for an interventional peripheral procedure using a retrograde approach. The user was mynx certified. An unknown 6f sheath was used with the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was severe tortuosity and severe pvd / calcium in the vicinity of the puncture site. There was no other damage to the device noted. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.